Event description:
It was reported that this pacemaker could not be interrogated with a programmer. Technical services (ts) provided troubleshooting after which resolution was not obtained. It was noted that this patient was experiencing pectoral stimulation around the pocket. A boston scientific field representative was contacted and found that this device was in safety mode. This device was explanted and replaced with a new pacemaker. No additional adverse patient effects were reported. This product has been received by boston scientific and further investigation will be performed.

Manufacturer narrative:
This product has been received by boston scientific and full investigation will be performed. A supplemental report will be submitted when that is completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device determined it had undergone resets and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this pacemaker could not be interrogated with a programmer. Technical services (ts) provided troubleshooting after which resolution was not obtained. It was noted that this patient was experiencing pectoral stimulation around the pocket. A boston scientific field representative was contacted and found that this device was in safety mode. This device was explanted and replaced with a new pacemaker. No additional adverse patient effects were reported. This product has been received by boston scientific and further investigation will be performed.